Event description:
The customer reported that pump serial number (B)(4) keeps alarming door not fully latched messages. There was no pt injury reported. No further info was available.

Manufacturer narrative:
(B)(4). The device was received at baxter for evaluation. Evaluation confirmed reported symptom the door not fully latch messages. Unit was received inoperable due to "door not fully latched" alarm caused by loose link screws (upper and #3). The alarm was resolved during evaluation by adjusting the screws with the door performing as expected. The link screws were replaced.